Event description:
On 2026-feb-19 additional information was received from the patient stating that the cause and step taken were not yet known as they had not had their appointment yet. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said about 2-3 weeks ago they noticed they were getting poked as they slid into bed. Patient said they have a lot of arthritis so they have to slide their butt in and they felt a poke like a spring. Patient checked on their mattress several times and there was no loose spring because their mattress was pokingup. Patient waited and the poke kept happening every time they went to bed so they finally felt where the implant was and said they could feel the outline of the implant much better, but stated the implant seemed tilted a little bit and closer to the skin. Patient thinks as they slide into bed the implant is being pressured from inside by body and outside their body and every day that happens they get the poke feeling. The patient was redirected to their healthcare provider to further address the issue. Caller stated that they have an appointment with the hcp in a few months, but were going to try an appointment sooner to the see the hcp.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the implant seeming tilted a bit and closer to the skin was determined and they noted the likely cause as being "weight loss." The patient noted they will check with doctor on their next appointment for steps towards resolution.